Event description:
New information received stated that the patient presented to the clinic on (B)(6) 021 for a follow up related to the right ventricular lead failure. The lead was programmed off during the visit. On (B)(6), 2021, the patient presented again to the clinic to be evaluated for a phantom defibrillation therapy shock. On (B)(6), 2021, the right ventricular lead was capped and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trans-catheter aortic valve replacement procedure, it was noted that the right ventricular lead exhibited stored episodes of non-sustained ventricular oversensing. Cine image was completed and found that the lead also exhibited externalized conductor. No intervention was planned at this time.